Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual inspection confirmed that the male luer collar was broken in two sections. A microscopic inspection identified that the collar halves have scratch/stress marks. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a 60¿ high flow rate extension set¿s male luer cracked. This malfunction occurred when the set was being capped after infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.